Event description:
Additional information was received that a revision procedure was performed. The right ventricular (rv) lead was explanted and replaced to resolve the event.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The helix mechanism test was unable to be performed due to the helix bent / damaged as received consisted with procedural damage. X-ray examination confirmed the helix was bent / damaged. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a remote follow-up, a loss of capture was observed on the right ventricular (rv) lead. The suspected cause of the event was due to dislodgement. Diagnostic imaging was performed but no anomalies were observed. No intervention has been performed. The patient is stable.